Manufacturer narrative:
He authorized service provider (asp) performed a running test on the device, but the reported problem could not be reproduced. The alleged oxygen supply failure alarm was confirmed in the event log. An inspection was performed, but no abnormalities were found. Completion of the service is pending the approval of a quote by the customer. The investigation is ongoing.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device restarted. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. There was neither a delay in therapy, other than the ventilator swap, or medical intervention reported. The customer informed the authorized service provider (asp) of the device restarting and the customer was advised to replace the v60 with the backup ventilator. The asp checked the device error log and confirmed that there was an "alarm message: oxygen not available" found in the error log. This investigation is ongoing.

Manufacturer narrative:
The asp again evaluated the device by completing a running test. The running test did not reproduce the alleged alarm. An inspection was performed on the device, but no abnormalities were found. The asp determined that no further repair action was required. The asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.